Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box data from the time of the event was overwritten due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal bolus and an audio bolus were performed and were accurately recorded in the pump history. The keypad was observed to be torn at the contrast button; all keypad buttons were found to be responding normally. No delivery related defects were found during testing. The reported complaint was unable to be duplicated during investigation.

Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient experienced elevated blood glucose levels (reading "hi" on the meter) with increased thirst and urination. The patient was reportedly given a bolus and their blood glucose levels resolved. The patient followed up with their hcp and their basal rates were adjusted as well as their insulin to carbohydrate ratio. This report is being made based on the indication that the patient experienced elevated blood glucose levels while on pump therapy and required basal rate adjustments.